Manufacturer narrative:
Results: the embolization coil was received protruding from the distal tip of the non-penumbra catheter detached from its pusher assembly. The ruby coil pusher assembly was slightly deformed along its length. The ruby coil proximal constraint sphere was visible inside the distal detachment tip, the stretch resistant wire (sr wire) was fractured, and the embolization coil was detached. The ruby coil pet lock was intact. The embolization coil was unraveled. Conclusions: evaluation of the returned lantern revealed two kinks on the catheter's mid-shaft. These kinks may have been a result of forceful handling during use. Evaluation of the returned ruby coil revealed the embolization coil was detached via sr wire fracture. This damage is likely a result of forcefully retracting the device against a strong resistance. During functional testing, some resistance was experienced while advancing the lantern through the non-penumbra catheter. Subsequently, a demonstration ruby coil was advanced through both devices without issue. The root cause of the resistance experienced while retracting the ruby coil could not be determined as the reported failure could not be reproduced. Further evaluation revealed slight deformation of the non-penumbra catheter, lantern, and ruby coil pusher assembly. These damages were likely incidental and may have occurred during packaging for return to penumbra. Further evaluation also revealed the detached embolization coil was unraveled. After the embolization coil sr wire fractures, any further manipulation will contribute to further damage and unraveling of the coil. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00248; 3005168196-2018-00249.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician deployed and detached multiple ruby coils in the target location using the lantern. The physician then experienced resistance after advancing a ruby coil more than halfway through the lantern, and then was unable to advance or retract the ruby coil within the lantern. The physician therefore removed the lantern with the ruby coil inside. Next, the physician attempted to place a second lantern to continue the embolization procedure, however, the lantern could not be placed due to the vessel spasms caused by accessing the vessels repeatedly. There was no report of an adverse effect to the patient.